Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however, the issue could not be resolved. The device was explanted (B)(6), 2009 and the patient was reimplanted with a new device during the same surgery. It was also reported that the device is not available for analysis.

Manufacturer narrative:
(B)(4): device not available for analysis.